Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and cracked display window noted.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 220 mg/dl in the morning, treated with a correction pen. The device was not dropped or bumped. Customer's mother agreed to return the device for further analysis.